Event description:
It was reported that during a sigmoid colon resection procedure the surgeon fired the device across the colon; when he removed the device and observed the staple line it had an incomplete staple line on the anterior section that was leaking. He had to perform a temporary colostomy on the patient that was not planned for. It is not known how the procedure was then completed. There was no blood loss reported or blood products given. The patient is stable at this time. No other information was known at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.